Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the sensor was removed four days after insertion due to irritation and itching. An eczema outbreak occurred on the left lower abdomen under the sensor patch where the adhesive touched skin. The reaction was treated with nonprescription hydrocortisone cream. Additionally, the patient¿s mother was a pediatrician and prescribed cephalexin for the patient on (B)(6) 2017. At the time of contact, it was indicated that the patient had recovered. No additional event or patient information is available.